Event description:
It was reported during a treatment with chemotherapy, the pt suffered pain near the implant seat. The catheter was removed and they found a lesion of the catheter at 10 cm near the intravascular site.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.